Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer. Technical support provided assistance with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer understood. No additional information was available regarding the impact on blood glucose levels.